Manufacturer narrative:
(B)(4). Additional information: was a cholangiogram done on this procedure? Unknown. What is meant by the clip was crossed when loaded in jaws? Does this mean clip loaded sideways into jaw? Please provide more detail regarding this issue. Yes, was loaded sideways. Was device fired over another clip or hard structure? No. Was there any torquing or twisting of device? No. Was there any resistance felt? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was placing the clip on the cystic duct. The first two clips were placed correctly. On the third firing the clip scissored. When the surgeon went to fire the fourth clip, the clip was crossed when it loaded into the jaw. The circulator pulled the clip out with a hemostat. They decided to use another device to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 11 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.